Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the acetabular liner has popped out from the shell. The liner has a 28mm inner diameter.